Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/31/2016. The fse confirmed the retic mix chamber drive caused electronic noise in the instrument resulting in the diff background failure. The fse replaced the part resolving the issue. Following the replacement of the mix chamber drive, the fse noticed the diff pressure was low. The fse replaced the sheath restrictor line and adjusted the sample pressure resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the differential (diff) parameters were failing for background checks on a coulter lh 780 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.